Manufacturer narrative:
As reported, it is alleged that the first fastener of an optifix straight, came out oblique instead of right. The subject device was not returned. Based on the limited information and not having a sample for evaluation, a definitive root cause cannot be determined for the reported event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Should additional information be provided a supplemental MDR will be submitted. Sample not returned.

Event description:
It was reported that during a laparoscopic procedure on (B)(6) 2020, the optifix straight, 30 count, 39 cm was being fired into the soft tissue of the abdomen to secure a non bard/davol, (parietex 12cm) when the first fastener came out oblique instead of right . The another optifix device was used to completed the procedure. It was also confirmed that the temperature indicator did not turn black prior to the procedure. There were no oblique/loose fasteners remaining in the patient and no reported patient injury. The surgeon is an experienced user of the optifix straight device.